Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the proximal segment of the lead was returned and analyzed and no anomalies were found. Concomitant medical products: d224drg ICD, implanted : (B)(6) 2010; 5076-45 lead, implanted: (B)(6) 2010; (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.